Event description:
The information received suggests an aus device was implanted, date of implant unk. Details no indicated. On (B)(6) 2010, it appears the device was removed adn replaced. The reason was not indicated. Ams has requested additional information.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be submitted.